Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that a critical alarm occurred due to motor stall. The patient experienced full body increased spasticity. The physician interrogated the pump and gave two simple boluses to try to start the motor but it was not possible because, it was the 48th hour later that the motor stall had occurred. Diagnostic/troubleshooting included x-rays. The issue was reported as unresolved and the cause determined was reported as the motor stall. The pump was explanted and replaced. At the time of the report the patient's status was reported as alive-no injury. This device system delivered lioresal. Additional information was requested to clarify the potential cause of the motor stall and if a tube set was present. Should additional information be received a supplemental report will be filed.

Event description:
It was further provided that the cause of the motor stall was not determined. No tube set message was shown and the stall did not recover. Reportedly, there was not more than one stall. The patient's therapy is effective with the new pump. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. The pump infused in simple continuous mode with a concentration of 2,000 g/ml and at a dose of 575.6 g/day.